Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012637885 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment. On the spiral array segment, an inverted array was observed. On the spiral array segment, the spiral array pebax tube was observed to be kinked. On the spiral array segment, the proximal end of nitinol array wire was observed to be dislodged from the dual lumen. A guidewire lumen breach was observed at 0.3 inches from the tip. Catheter identification and ablation was carried out. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanisms was carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. During testing, rotation of the guidewire lumen (gwl) around its axis was observed. Further analysis and dissection of the catheter handle revealed that the guidewire lumen was loose at the crimp between the reinforced tube and the hypotube, allowing movement both in the horizontal plane and rotationally around its axis. In conclusion, the catheter failed the return product inspection due to the spiral array observed to be inverted. The proximal end of nitinol array wire observed to be dislodged from the dual lumen in the spiral array area. The spiral array pebax tube observed to be kinked. A kinked guidewire lumen observed in spiral array. A breach observed on the guidewire lumen in the spiral array region and the crimp band/ reinforcement tube was noted to be loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: unknown); product type: 3294-generator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when attempting to insert the guidewire into the left superior pulmonary vein (lspv) and retract the catheter into the sheath, the catheter array became inverted and tangled in a ball shape configuration. This made it impossible to retract the catheter into the sheath. Attempts were made to untangle the catheter array without resolution. The catheter was forced into the sheath and replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.